Event description:
Information was received indicating that a smiths medical cadd legacy pump kept beeping and exhibited error message l 1870 after replacing battery. No adverse effects were reported.

Manufacturer narrative:
Other, other text: h3: device evaluation results: one cadd legacy pump was returned for investigation in used condition. Functional testing was performed to investigate the customer reported product problem: pump keeps beeping and displaying error message 1870. The investigator was able to reproduce the reported product problem. The pump displayed error code 1870 when it was powered on. The investigator replaced the motor on the pump even though they did not observe any debris on the component. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported 1870 error code was unknown. A root cause was not established.